Event description:
It was reported by the customer that a pyxis medstation es system printer was not functioning. The customer mentioned experiencing a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the wrong configuration setting of printer. A technical support specialist set all the setting on the zebra printer under both default and preference options and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.